Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and customer was hospitalized. The customer¿s blood glucose level was 117 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer declined troubleshoot for hospitalization. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test, displacement test and displacement accuracy test. The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no blank display noted. The battery tube connector plugged in properly to electrical board during visual inspection. The insulin pump was received with scratched case, pillowing keypad overlay, cracked case behind the pump at the battery compartment, cracked lcd window, cracked retainer and minor scratched lcd window.